Manufacturer narrative:
B5: the initial complaint is not reportable. Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was explanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6: work order search no similar complaints within associated lots were found. (B)(4).